Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose value of 58 mg/dl and had not yet treated with fast-acting carbohydrates, noting fatigue without other symptoms; the user stated they stopped announcing meals after observing recurrent post-meal lows when selecting the ¿usual¿ meal size, attributing the lows to possible pump overcorrection and reporting fewer lows since discontinuing meal announcements. Symptoms included fatigue consistent with hypoglycemia. Outcomes included the need for oral glucose treatment and user-directed troubleshooting and education. Customer care provided education focused on meal announcement practices and low-glucose management. Investigation of this case revealed a use-related issue in which meal announcements at the selected size were associated with subsequent hypoglycemia, with no reports of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement strategy and carbohydrate matching.